Manufacturer narrative:
Investigation summary: the returned device was visually inspected and reddish material observed inside the pebax. A hole was observed in the pebax with internals parts exposed. Per the event, the catheter was tested for electrical performance and it was found within specifications. A manufacturing record evaluation was performed for the finished device 30283742m number, and no internal actions was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that there was noise on distal and proximal signals on both carto 3 system and recording system. The catheter was replaced, and the issue resolved. There was no patient consequence reported. The bad/partial ECG (bs or ic) issue was assessed as a note reportable issue since the potential risk that could cause or contribute to a death or serious deterioration in state of health was remote. On december 12, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection it was noted that there was reddish material in the pebax sleeve. On january 7, 2020, after further testing, it was confirmed that there was a hole observed in the pebax with internals parts exposed. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on january 7, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is january 7, 2020.